Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the device was interrogated successfully on the bench using a programmer in the laboratory and the device was found to be in backup vvi reset mode. The field reported event of a device reset into backup vvi mode was confirmed in the lab. Upon examining the registers in the device image it was found that the device had encountered a power on reset (por), consistent with that caused by an external source. Ate and bench testing were performed and all tests passed. Multiple cap maintenance changes were also performed and all were successful and normal. The device was found to be normal and no device anomaly was found. The cause of the device reset into backup vvi reset mode remains undetermined. (B)(6).

Event description:
It was reported that during implant, the device exhibited no telemetry and backup operation. The device was not used.